Event description:
It was reported that during preparation of a port placement procedure, the hair was allegedly wrapped around the introducer sheath inside the kit. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows that there was a long black hair trapped between the top caps and the t-handle. The manufacturing evaluation site states, it was observed that there was a long black hair trapped between the top caps and the t-handle was confirmed, the contamination of the product is potentially caused during the process of the top cap soldier during the regular process trapping the hair in the sample, therefore, it is determined that the cause of this condition is related to manufacturing. Therefore, the investigation is confirmed for the reported hair wrapped around the introducer sheath inside the kit. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient prepped for a port placement procedure using powerport clearvue isp implantable port, chronoflex single-lumen, 8f. Prior to the procedure, the hair was allegedly wrapped around the introducer sheath inside the kit. The procedure was completed with another device. There was no patient contact.